Event description:
It was reported the patient's blood glucose level rose to 313 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (leg), the pod's cannula was found blocked. Treatment for reported issue was not provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.6. Hardware: iphone17.1. Cgm sensor type: g6.

Manufacturer narrative:
Inspection of the soft cannula found no damages. An 0x14 hazard alarm was generated by the device indicating pod is occluded. Timeouts were observed at the end of the pods run. The pod was confirmed to be occluded and could not be cleared using a soldering iron or by soaking the hard and soft cannula in hot water. Inspection of the device found no damages or defects that would contribute to the occlusion.